Event description:
It was reported that during denovo pulmonary vein isolation (pvi), the case was abandoned since there was error 9 in the generator. One pair of ipsi-lateral veins was isolated with rf. The patient had an incomplete procedure stopped halfway with no endpoint reached. The patient was under local anesthesia and a transeptal puncture was performed prior to the abandonment of the case. The patient did not require extended hospitalization. The procedure had to be rebooked and required a repeat at a later stage. The physician considered cancelling the procedure caused a potential risk to this patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during denovo pulmonary vein isolation (pvi), the case was abandoned since there was error 9 in the generator. One pair of ipsi-lateral veins was isolated with rf. The patient had an incomplete procedure stopped halfway with no endpoint reached. The patient was under local anesthesia and a transeptal puncture was performed prior to the abandonment of the case. The patient did not require extended hospitalization. The procedure had to be rebooked and required a repeat at a later stage. The physician considered cancelling the procedure caused a potential risk to this patient. During servicing of the equipment, the nis board was found defective. The generator has built-in safety to check which triggered the error as reported by the customer in order to avoid any erroneous ablation therapy. The defective part was replaced and an ep cooler upgrade was performed as part of preventive maintenance. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device.